Event description:
It was reported that this lead was part of a system revision due to infection and fever. The dialysis patient also has an atopic dermatitis, and the risk of infection is considered to be high. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lead was explanted.